Manufacturer narrative:
Investigational findings: an evaluation confirmed the reported problem. Further investigation found the unit to have motor and cable failure related to moisture intrusion. The sales rep has been out to the facility to assist in any needed inservice of the product.

Event description:
It was reported that during a knee arthroscopy procedure, the shaver handpiece stopped working and resulted in completion of the surgery with an ablator. To date, the pt is reported to be doing fine.